Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately three weeks ago. The patient presented emergently with a ruptured abdominal aortic aneurysm and the decision was made to implant a talent converter which was extended with a thoracic stent graft in order to gain seal because the proximal aortic diameter was greater than 34-35mm. An occluder plug was placed on the contralateral iliac to prevent back bleeding into the aneurysm sac. There was good exclusion on the aneurysm; however, the patient expired two hours later due to excessive bleeding into the retro peritoneum and an mi. No further information was provided.

Manufacturer narrative:
(B)(4). Results: death, aneurysm rupture. Pre-operatively ruptured aneurysm, mi. Conclusions: pre-operatively ruptured aneurysm, mi.